Event description:
The pt's father reported that the "up" and "down" arrow buttons were intermittently responding on the keypad. The buttons have to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad. The "up" arrow button clicks and springs back normally, but the "down" arrow button did not. Additionally, the audio bolus button rubber was also peeled off the keypad.

Manufacturer narrative:
The pump was returned to animas and the bolus button was completely detached from the keypad. The keypad appeared to be intact with no lifting or peeling. All the keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and the "up" key contact was misaligned. The "up" and "down" key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.